Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the surgeon implanted veptr (size 10 of hybrid type) from the left fifth rib to the ilium and veptr (size 7 of hybrid type) from the left seventh rib to the third lumbar vertebra. Two blue clips and four gold clips were used. The problem/event is unclear at the moment. It was reported medical/surgical intervention was needed. No further information was provided. This report is for an unknown veptr (hybrid type) implant(s). This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was noted the mep decreased after the implantation surgery. Patient was admitted to hospital on (B)(6) 2012 with an increase of an inflammatory reaction. Surgeon washed surgical site and conducted a debridement on (B)(6) 2013. The focus of the infection was found under the skin around the skin incision of the ilium. The patient became less severe with a course of antibiotics.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information from synthes (B)(4).